Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an ear nose/throat (ent) surgical procedure, it was discovered that the attachment device was heating up on more than one occasion. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) (jun 24, 2014) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (may 10, 2014) has been obtained and entered in the date of manufacture section of this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.